Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2020. The patient¿s parent provided a photo that confirmed a skin reaction under the sensor adhesive site. The skin was red with raised bumps and blisters. The patient¿s healthcare personnel (hcp) was contacted and fucidin cream was prescribed. At the time of contact, the patient¿s skin was healing. No additional patient or event information is available.